Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the wire of the cadiere forceps instrument was broken. The procedure was completed with no reported injury.